Event description:
It was reported that the patient was an acute myocardial infarction (ami) case. After a non-abbott guide wire crossed the lesion, a 3.0 x 15 mm nc trek balloon was advanced and inflated. However, the balloon ruptured during the second inflation at 18 atmospheres (atm). The device was exchanged for a 3.0 x 15 mm non-compliant non-abbott balloon and dilatation was performed. A 3.0 x 24 mm non-abbott stent implanted in the lesion and the procedure was completed after post-dilatation. There was no report of a clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns; guide cath: launcher 6f ebu. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.